Manufacturer narrative:
H3, h6: the reported ultra fast-fix curved assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed the depth limiter has been trimmed to the surgeons desired length. No ts or suture remain on the delivery needle, however t2 and a short length of suture was returned. T2 and the suture show no abnormalities. The trigger has been fully advanced indicating a complete deployment. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological changes in the soft tissue to which the implant is being attached that would prevent secure fixation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a meniscus repair surgery, t2 implant cannot be secured and fell off. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.